Event description:
Emergency dept personnel responded to a person described as in full cardiac arrest. The pt was connected to a defibrillator/monitor/pacemaker with disposable pacing/defibrillation/ECG electrodes. Following CPR, drugs and defibrillation, pt's rhythm had not converted and was asystolic. External pacing was initiated but, according to the reporter, the device alarmed "pacing leads off" and the current could not be increased. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability. The facility reported that one of the electrodes had a break in the electrode foil.